Event description:
Related to MFR report # 2183959-2012-00922. On or about (B)(6) 2010 an apogee vaginal vault prolapse repair system was implanted in "the plaintiff to treat her pelvic organ prolapse and other symptoms." On (B)(6) 2010, an additional mesh graft was implanted. It was alleged by the plaintiff's attorney that, as a result of having the mesh implanted in her, the plaintiff "has experienced significant mental and physical pain, disability, suffering, has sustained permanent injury, and permanent and substantial physical deformity." It was also alleged that, "the plaintiff was caused and/or in the future will be caused to suffer severe personal injuries, pain, disability and suffering, severe emotional distress, and other damages."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.